Event description:
Additional event information states that team troubleshooting elevated pfhgb despite no acute events and no impella alarms. Pump was repositioned two days ago for placement signal low (7 cm to 5 cm). Pfhgb >150; no evidence of hemolysis, labs otherwise stable, hgb 9.3 without transfusion

Manufacturer narrative:
Additional information has been provided in b5. Ppae/fever/hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 33-year-old male patient was admitted for acute decompensated heart failure. He was implanted with an impella 5.5 for cardiac support and as a bridge to heart and kidney transplant. The patient was febrile and hypotensive and was pan cultured, which came back negative. The pump was repositioned for low placement signal alarm. The patient was supported until he was transplanted on (B)(6) 2025 and the impella was removed. Cannot attribute fever and hypotension directly to impella device as patient had other invasive lines inserted during his time in the hospital.

Manufacturer narrative:
Corrected data d4 serial/UDI updated/corrected the investigation is still ongoing.